Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was visually inspected for any damage or defect. The gauge needle was reading 25atm. There was media in the flexcil line. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; but when pressure was released, the needle returned to 25atm. A gauge accuracy test was done and the gauge was indicating 25atm. When pressure was applied to the encore device to have the gauge indicating at 2atm, the pressure indicator read 1201 kpa. When the pressure was released the needle returned to 25atm and the pressure indicator read 37.3 kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle indicated below zero. The target lesion was located in the coronary artery. An encore balloon catheter inflation device was selected for use. During the procedure, it was noted that the gauge needle indicated below zero. It was unable to know the accurate pressure level. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the gauge needle indicated below zero. The target lesion was located in the coronary artery. An encore balloon catheter inflation device was selected for use. During the procedure, it was noted that the gauge needle indicated below zero. It was unable to know the accurate pressure level. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.